Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('after living in pain for 4 years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), contusion ("bruise") and dyshidrotic eczema ("dyshidrotic eczema"). The patient was treated with surgery (hysto). Essure was removed. At the time of the report, the pelvic pain, contusion and dyshidrotic eczema outcome was unknown. The reporter considered contusion, dyshidrotic eczema and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events dyshidrotic eczema was added. Event medical device removal deleted and surgery added to pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm having my hysto monday after living in pain for 4 years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("after living in pain for 4 years") and contusion ("bruise"). The patient was treated with surgery (hysto). Essure was removed. At the time of the report, the medical device removal, pelvic pain and contusion outcome was unknown. The reporter considered contusion, medical device removal and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media reporter received. Reporter added. Added event bruise. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm having my hysto monday after living in pain for 4 years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("after living in pain for 4 years"). The patient was treated with surgery (hysto). Essure was removed. At the time of the report, the medical device removal and pelvic pain outcome was unknown. The reporter considered medical device removal and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm having my hysto monday after living in pain for 4 years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("after living in pain for 4 years"). The patient was treated with surgery (hysto). Essure was removed. At the time of the report, the medical device removal and pelvic pain outcome was unknown. The reporter considered medical device removal and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.